Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up to 445 mg/dl. The customer treated with bolus from insulin pump. The customer's blood glucose went down to 414 mg/dl and gave herself a another bolus and it went back to 445 mg/dl. The product was not returned for analysis.